Event description:
The patient had primary surgery using competitor products. On (B)(6) 2025, the surgeon revised the patient to medacta gmk-revision implants. Presently, on (B)(6) 2026, the patient came in presenting anterior pain and instability. The surgeon revised the semiconstrained 14mm s5 insert to a semiconstrained s5 17mm insert and revised the patient`s natural patella using competitor products. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 08 may 2026: lot 2408358: (B)(4) items manufactured and released on 08-may-2024. Expiration date: 2029-04-09. No anomalies found related to the problem. To date, 6 items of the same lot have been sold with one similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.